Event description:
The pt's mother reported that the pump insulin delivery history was inaccurate.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board.